Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as neither a catalog nor lot number was provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while collecting blood from a neonate with an unspecified 3ml bd syringe with luer lok needle, the healthcare worker obtained a needle stick injury when activating the safety mechanism. It is unknown if the clinician received any medical intervention.